Event description:
It was reported that the patient with this implantable pacemaker felt pain near pocket site since implant procedure. Technical services (ts) referred patient to the physician. The device remains in service. No adverse patient effects were reported.